Event description:
It was reported that a revision was being done to the pump pocket due to pump pocket erosion. The plans were to move the pump to another pocket site. The device system was used to deliver baclofen. It was later reported that the pre-op diagnosis was ¿pressure necrosis". The pump was explanted from the right side and a new pump was implanted on the left side. The spinal segment of the catheter was spliced and a new pump segment added to accommodate the new pump to the left side. The patient symptoms included drainage/incisional wound opening and pain. It was later reported that cultures were taken of the pocket intra-op; results were unknown. The patient outcome was reported as ¿stable¿.

Manufacturer narrative:
Concomitant medical products: product ID 8709, serial# (B)(4), implanted: (B)(6) 2004. Product type: catheter. (B)(4).